Event description:
Incident reported as: during a spay surgery on a dog the second clip slipped, did not close properly and slipped off. No reported injury to the dog.

Manufacturer narrative:
Sample device received for evaluation. Investigation is ongoing, and a follow up report will be filed at the completion of the investigation.